Event description:
Clinician told me a patient was permanently disabled from our product. Surgeon resolved issue by explanting and implanting different valve. Event did not occur intra operatively, did not delay surgery more than 30 minutes. Product was discarded.

Manufacturer narrative:
Gtin: unknown. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.